Manufacturer narrative:
1038671-2023-01330. D10 - concomitant devices: 02-010-03-0250 - logic cr femoral cem, left, sz 5 (B)(6). 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t (B)(6). 13a2101 - cemex system fast genta 70g (B)(6). 200-02-35 - three peg patella 35mm (B)(6). 201-78-81 - 3" trocar, mod. Hex 2pk (B)(6). 201-78-89 - 3" drill bit, mod. Hex 2 pack (B)(6). The reason for the revision reported in (B)(4) cannot be confirmed from the information provided but may be the result of femoral loosening, instability, and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, this patient had left knee replacement. They had left knee revision, approximately 4 years 7 months after their initial procedure. The patient reported symptoms including joint pain, joint swelling and stiffness, tissue, damage, loosening, instability, polyethylene wear, osteolysis. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.